Manufacturer narrative:
The controller has been returned for evaluation but has not yet been evaluated. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported an impella cp was implanted in a 16 year-old male due to cardiomyopathy. It was reported that the automated impella controller (aic) did not make audible noise when alarming. The patient remained stable. No additional information was provided.